Event description:
The customer's mother reported that the insulin pump alarmed button and motor error. The customer was able to complete the rewind sequence. Customer's blood glucose level was 83 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. Unable to verify the motor error alarm due to the button/keypad anomaly. The motor passed the motor test. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.